Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio. Due to the proportioning change, a high conductivity alarm occured. There was not a patient on the device at the time of the incident. The device was out of service for routine maintenance at the time of the incident.